Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr found loose sensors and tightened them. User verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer reported that there was no patient involvement.